Manufacturer narrative:
(B)(4). According to the complainant, the suspect device is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the large colon during a colonoscopy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, it was noted that stages of deployment were followed, then clip grasped and locked onto tissue, but failed to release from the catheter to deploy. Multiple attempts were made to release the clip by moving the slider up and down the handle; however, a spring in the handle was broken off one end and was halfway up. The procedure was completed with another two resolution clips. No patient complications have been reported due to this event. The patient condition at the conclusion of the procedure was reported to be stable.